Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call bolus anomaly. Customer's blood glucose level was 253 mg/dl. Customer advised they changed their site and the low battery alarm occurred. Customer was not sure if they received a full bolus. Customer was checking their bolus history and when they replaced the battery they received a failed battery test alarm. Customer was using old batteries on the device and was advised to use a brand new battery. Customer understood to revert to a backup plan until they replace the insulin pump with a new battery and complete troubleshooting.